Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a resolute integrity drug eluting stent device failed to cross a 90% stenosed lesion located in the mid circumflex artery. The stent became deformed with a bent strut during the attempted placement at an extreme angle. It was indicated that the procedure was completed using an nc balloon. No patient injury is reported.

Manufacturer narrative:
The lesion was pre-dilated with a 2.0x15mm euphora balloon. The resolute integrity was unable to cross the lesion. The lesion was further dilated with the euphora balloon. The resolute integrity was reinserted, but was still unable to cross due to extreme bend/tortuosity in the vessel. The procedure was completed by ptca with an nc euphora balloon, and the lesion in the ramus was also successfully treated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the lesion was located in the mid cx artery and exhibited severe tortuosity and severe calcification. It is noted that there was extreme angulation of the anatomy. No damage was noted to packaging, no issues when removing the device from the hoop. Device was inspected and prepped with no issues. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. If information is provided in the future, a supplemental report will be issued.